Event description:
It was reported that this patient with a 3300tfx 27mm aortic valve, implanted for four (4) years and seven (7) months, is being evaluated for a valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 27mm aortic valve, implanted for four (4) years and seven (7) months, underwent valve-in-valve procedure due to critical aortic stenosis and degenerated bioprosthetic valve. Patient presented with acute on top of congestive heart failure. A 29mm 9750tfx transcatheter valve was implanted inside the 27mm valve. Patient was transferred to recovery room in stable condition.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.